Manufacturer narrative:
The event occurred in october 2023; however, the exact event date unknown. The investigation is ongoing. This report will be supplemented following investigation completion and or supplemental report(s) will be submitted should any relevant new information is available and / or received.

Event description:
The customer reported that there was loss of image when the camera cable was moved. The issue was found during a urology procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no delay in procedure and no harm reported due to the event.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was unable to be confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was loss of image when the camera cable was moved. The issue was found during a urology procedure. The device was replaced and the intended procedure was completed using a similar device. There was no patient impact, no delay in procedure and no harm reported due to the event.